Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited high thresholds and impedances greater than 2,000 ohms. A lead fracture was suspected. The patient is not pacemaker dependent, however, had experienced occasional dyspnea. The left ventricular lead was deactivated and a revision procedure was to be considered. No adverse patient effects reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.